Event description:
On 11/may/2021, fresenius became aware this 74-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) noted blood in his pd catheter (not a fresenius product), after it was just replaced. Follow-up with the patient's pd registered nurse (pdrn) revealed the patient's pd catheter (not a fresenius product) required replacement due to its age (placed in 2016 or 2017). The pd catheter was not malfunctioning, nor was the patient's liberty select cycler. The patient successfully underwent an outpatient pd catheter removal and replacement on (B)(6) 2021. The pdrn stated there was no malfunction and/or deficiency of a fresenius device(s) and/or products(s) to report. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).